Manufacturer narrative:
The most likely cause for the reported revision due to prosthesis wear and osteolysis is a combination of the risk factors specified in an hhe. However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided.

Manufacturer narrative:
Pending investigation.

Event description:
The patient was implanted with a hip prosthetic cup from exactech. As part of the manufacturer's recall campaign, the patient presented for a check-up. The x-ray and CT check showed a clear decentering of the prosthesis head and unusually large osteolysis in the acetabulum as signs of inlay wear. This was verified when the inlay was changed on (B)(6) 2024 to a vitd-hardened, specially approved inlay (novation xle neutral liner, group 3, 36 mm i.d., ref 140-36-53, sn (B)(6)). As part of the replacement operation, in addition to the inlay replacement, the firm socket integrity was determined as well as the curettage and sealing of the cysts in the socket using allogeneic cancellous bone and the replacement of the prosthetic head.